Event description:
It was reported the rollator was being pushed while the user was seated in the device. When the casters hit a threshold, the frame buckled and the patient fell backwards. The reportedly had the "wind knocked out" of her and was sore following the event. No further patient complications were reported as a result of this event.